Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of defective intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the lens would not come out properly due to folding issue and surgery was completed with another lens during the initial procedure and there was no patient contact.